Event description:
IV start kit lot #278825 did not have needleless connector (cap) attached to extension. If the cap gets contaminated and attached to extension tubing, this could lead to patient getting an infection.